Manufacturer narrative:
Implant date: 1998. The complaint was called in by the patient, who received the filter in a public hospital in (B)(6). Occupation = patient. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported by a patient, a gianturco-roehm bird's nest femoral vena cava filter was implanted in 1998. Per the patient, the filter has fractured multiple times, resulting in migration of the fragments to the kidney, heart, and spine. The patient has experienced soreness, swelling, and infections, including staph infections, over the past ten years. Additional information has been requested.

Manufacturer narrative:
During the investigation, it was discovered that this event was previously reported under MDR number 1820334-2017-02905. No additional reports will be submitted under MDR 1820334-2022-00357. Any additional information not previously reported regarding this event will be reported in a a follow up report under MDR number 1820334-2017-02905. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation, it was discovered that this event was previously reported under MDR number 1820334-2017-02905.